Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer attempted to load another cartridge and the alarm occurred again. Blood glucose (bg) was elevated, however, specific bg value was not provided. Reportedly, the customer successfully loaded a new cartridge onto the pump and delivered a bolus to address the high bg. Customer continued to use the pump for insulin therapy.